Manufacturer narrative:
Additional information d 4: unique identifier number added. Correction e 1 : facility name and address corrected. Evaluation summary h 3: no lot number was available and a device history record (DHR) review could not be performed. One sample was received outside its original package. Samples were visually and functionally inspected. During functional inspection, leaking was detected between the connection of the tubing line and the cross-spike connector. The reported failure mode will be treated as confirmed and related to the manufacturing/production process. The root cause and action plan will be documented through the formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding tube is leaking at the spike proximal to bag.